Event description:
The customer reported that there was noise on the image of the endoeye flex deflectable videoscope. The subject was not able to be seen. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service was not able to confirm or duplicate the customer's reported issue (noisy image). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the reported issue was not confirmed or duplicated, a root cause could not be determined. It is possible the issue was caused by a defect of the image sensor unit, or a failure of the internal circuit board of the video connector. During inspection and testing, service found the curved pipe was deformed, the bending angle was insufficient due to the elongation of the angle wire, parts of the curved rubber adhesive were missing, the video connector was cracked due to external factors, the image had white scratches, and scratches were found on multiple parts of the scope. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5.

Event description:
Additional information received from the customer reported that when they performed pre-use check, the image was found to be defective. The image was pitch dark and there was noise.